Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip that is completely detached from its base. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. Updated annex b - inv type desc 1 to b13 - communication/interviews since it was excluded in the initial MDR.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the 8mm mega suturecut needle driver instrument's tip broke in the sonic. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the damage was identified during repossessing, after being soniced. A fragment at the tip of the instrument fell off, and it was located in the sonic. A wire was not exposed at the tip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.